Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had failure code 570:320 occur. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320 was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries and the battery harness were replaced to correct the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.